Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose. Customer stated that the blood glucose was over 600 mg/dl. Customer stated that the insulin pump did not deliver insulin. Customer declined trouble shooting for high blood glucose event. Customer was not using the insulin pump on auto mode. The insulin pump will not be returned for analysis.